Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The patient also had another device explanted. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of approximately 31.1 months, due to mitral regurgitation and endocarditis. The source of the infection is mssa. Per the operative report: the patient is a male with mitral regurgitation, acute on chronic diastolic congestive heart failure, and prior mitral valve replacement in 2006. He presents with ef 65%. The etiology of the mitral valve disease was leaflet vegetation and vegetation. Associated comorbiditics include: diabetes (controlled with diet), hypertension, and infectious endocarditis currently active.